Event description:
It was reported that the device was suspected of premature elective replacement indicator (eri) after only 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.863 to 2.627 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt <= 2.6251 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.863 to 2.627 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt <= 2.6251 volt.